Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked case at battery tube side, minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of belt clip rails, texture damage at keypad overlay, peeling keypad overlay, stained keypad overlay, pillowing keypad overlay, missing serial number label, partially broken retainer, corroded battery tube, and cracked keypad overlay at select button. The test p-cap locks properly into the reservoir compartment during testing. Cosmetic damage confirmed at the front and back of the pump. Cosmetic damage-retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer reported crack on the pump. The customer reported no adverse event. The event involved product mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1712kl was requested and it was returned for analysis.